Manufacturer narrative:
(B)(4). Batch # p56u8z. Investigation summary: the analysis results that one ec60 device was returned with no visual non-conformances and with the reload cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire farther. During the laparoscopic right hemihepatectomy, could not fire farther after fired 1/3. Another device was used to complete the surgery. There were no adverse consequences to the patient.